Manufacturer narrative:
Concomitant medical products and therapy dates: model 3186, scs lead; therapy date unknown. The investigation results will be provided in the final report.

Event description:
Reference 3006705815-2019-01826. It was reported that the patient's leads were explanted due to an unknown reason. No additional information is available.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer reference number: 3006705815-2019-01826.